Manufacturer narrative:
All available information indicates that this product was partially abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise and was oversensing on the pace and sense portion of the lead, which resulted in inappropriate shocks. Physical inspection and fluoroscopy did not reveal a fracture or any insulation issues with the rv lead. The local area sales representative noted the impedance and threshold measurements were within normal range. As a result, a revision procedure was performed to surgically abandon the pace and sense portion of the rv lead and to implant another rv lead for pacing and sensing. During the procedure the physician elected to replace the device. There were no additional adverse effects reported.